Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. Visual examination of provided pictures identified a pouch with a scratch on it. It is not possible to confirm that the pouch is cut with only the picture provided. Visual inspection of the product return show that the carton bow is damaged. The outer packaging is sealed but we can see a cut of around two cm on one side of the package. The other side is not cut. The inner sterile packaging is still intact and not damaged. A review of the device manufacturing records confirmed no abnormalities or deviations that could be review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Reported event did not occur in an operating room or as part of a medical procedure; therefore, no medical records are available for review. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the sterile package was cut. Attempts have been made and no further information has been provided. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported.